Manufacturer narrative:
Investigation: one loose 10ml syringe and three photos were received and visually evaluated. The syringe¿s plunger rod was observed to have loose brown foreign matter on large parts of its surface with most of it located between the retaining ring and the crown. The foreign matter appeared to be oil residue from the molding process. The plunger rod was identified to be from mold c-275 cavity 52. The foreign matter was outside the fluid path, however the large amount observed was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the foreign matter defect is associated with the molding process.

Event description:
It has been reported that one syringe 10ml ll tip bulk convenience pak has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that there was foreign substance found inside a 10ml syringe. Per email: there is discoloration on the plunger underneath the rubber stopper. The compounder noticed the discoloration of the plunger prior to connecting it to the tubing set and therefore did not use it for filling. This was the only syringe that was found by the compounder to be discolored.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syringe 10ml ll tip bulk convenience pak has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that there was foreign substance found inside a 10ml syringe. Per email: there is discoloration on the plunger underneath the rubber stopper. The compounder noticed the discoloration of the plunger prior to connecting it to the tubing set and therefore did not use it for filling. This was the only syringe that was found by the compounder to be discolored.